Event description:
The user facility reported that a 68-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced high purge pressure within the first hour of support. No alarms sounded. Troubleshooting was performed however the specifics were not provided. The high purge pressure eventually resolved, and the pump was able to keep supporting the patient. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported high purge pressure was completed. The device was not returned for evaluation. The root cause of the high purge pressure was unable to be determined as no product or data was returned for analysis. Data for this pump is not available. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04069 was provided in sections b1, b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.